Manufacturer narrative:
According to the customer, when the surgeon was removing the "raytec from the cavity through the trocar" the chip fell "into the patient". The customer reported the chip was removed from the patient and the procedure was able to be completed without complications. The customer reported there was no serious injury, medical intervention, or follow-up care provided related to the reported incident. Sample requested for return evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, when the surgeon was removing the "raytec from the cavity through the trocar" the chip fell "into the patient".